Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Patient experienced pain at pocket site. The impedance measurement for electrode 2 was greater than 4,000 ohms. The health care professional was not able to program around the pain. The patient fell twice on device. The neurostimulator and extension were replaced. Patient recovered without sequela.